Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severely tortuous mid right coronary artery (rca). The lesion was predilated with a 1.3mm non-bsc balloon. The physician attempted to place a 3.00x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the stent was found to be flared. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt's status reported as "good."